Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during routine check that a cs100 intra-aortic balloon pump (iabp) had electrical test fail code #54. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, d8, e1, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) checked machine, calibration issue of atm pressure transducer. Performed the calibration but problem remain same. Suspect shuttle pressure transducer. Need shuttle pressure transducer for testing purpose. Fse replaced the test shuttle transducer and check but problem remains same. Need to calibrate transducer. Calibrated test transducer and check now machine working ok. Remove back testing transducer. Need shuttle pressure transducer for testing purpose. Since, 3 gfe done for spare part po under amc, but there was no response from customer end, hence request to please close the call. In future if we receive any repair information will reopen and update the investigation.